Event description:
A journal article was obtained that reported a single site study (1st orthopedic clinic) from czech republic. This study aims to evaluate the initial outcomes and experience with zimmer trabecular metal total ankle inserted via a lateral transfibular approach implanted between a 2 (two) year timeframe. A total of 63 patients (32 women and 31 men) were followed, in whom 65 total ankle replacements were performed. The journal article reported 4 cases of superficial infection in the surgical approach, treated with antibiotics and retained hardware.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - the event occurred in czechia. G2: literature - popelka, s., bek, j., vere¿ová, n., & hromádka, r. 2026). Our experience with trabecular metal total ankle system. Acta chir orthop traumatol cech.,, 92(6), 320-325. Http://doi:10.55095/achot2025/045. D10: associated product information, part (lot): unknown total ankle talar unknown total ankle tibial. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.